Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0pvbf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Additional review determined the event was not reportable as there was no allegation of a reportable malfunction or serious injury

Event description:
It was reported that the patient was dissatisfied with their hcp (healthcare provider) service. The patient thought she was going into surgery to fix a muscle, and left the hospital with an implant and was not aware of it. The patient was so confused and not sure if it was because she was under anesthesia. The patient reported that they were not trained adequately on using device. Since implant, the patient's symptoms had gotten worse. The patient had not used implantable neurostimulator (ins) at all. Patient services had the patient check ins with patient programmer and verified ins on program 2 at 0.8v. The patient increased to 1.0v and could feel slight stim. The patient mentioned she came home from the hospital following implant and she got pneumonia. The patient also mentioned she has taken imodium. The patient has hcp appointment friday at 10:15 and hcp is trying to have a manufacturer's representative present. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.